Manufacturer narrative:
Strain relief. Visual examination of the returned device determined the aces port tubing connector to be a strain relief. Analysis of the device noted breakage of the port tubing at the connector. The breakae of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Reported as "tubing fracture at connection side."